Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection (inj) vancomycin (1gm loading dose, nightly, route not reported) and inj amikacin (500mg loading dose/125mg maintenance dose in each night bag, nightly, route not reported). Dianeal therapy was ongoing. Action taken with extraneal therapy was not reported. The patient was still hospitalized at the time of this report. The patient was recovering from this peritonitis event.